Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented in clinic in backup vvi after feeling the vibratory patient notifier. A device download was performed successfully. The patients condition was normal.